Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative on 2017-aug-23. It was reported that there was a test performed on the drug in the pump to confirm that it was mixed correctly. It was indicated that the patient received a call from the doctor¿s office stating that the report that they requested had come back and that it was discovered that the drug thought to be morphine was actually baclofen when it was tested. It was indicated that no further information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from the consumer via the representative reported the patient called the representative that day asking them to give her advice regarding how she should proceed with additional testing and questions for her managing physician regarding her pump. She stated that she had completely recovered from the event, but she was wanting to try to figure out what happened to cause her alleged overdose. The representative referred the patient to the hcp who saw her in the hospital. The patient also requested the name of another physician that could possibly manage her pump. It was further reported the patient called the representative four times on (B)(6) 2017. The patient also called the hcps office multiple times that week. The patient was demanding a physician measure the amount of drug in her reservoir. The hcp who saw her in the hospital informed the patient she needed to see her managing hcp. The representative advised her to do the same.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [1 mg/ml] at a dose of 0.3499 mg/day. It was reported the patient exhibited overdose symptoms. There were no environmental/external/patient factors that might have led or contributed to the issue. The patient showed up at the emergency room (ER) the night of (B)(6) 2017. The representative received an update the morning of report from the ER. The patient had a morphine pain pump placed on (B)(6) 2017. The family reported a pump alarm on friday, (B)(6) 2017. The pump was interrogated and showed ¿12 ml in reservoir¿. The pump was refilled on tuesday, (B)(6) 2017, at pain management. The patient went to work the next day and then went to a family member¿s house complaining of dizziness and double vision. The family took her to the ER where she became altered and obtunded with fixed pupils. Narcan was given with improvement. The patient was sent to another health care facility for further evaluation. Upon arrival to the facility, the patient received several doses of narcan with mild improvement each time. Exam results in the ER included a glasgow coma scale (gcs) of 8; eye response (e) of 2, verbal response (v) of 1, and motor response (m) of 5; pupils fixed at 2 mm; did not follow commands, localized with bilateral/both upper and lower extremities (bue/ble); and babinski was neutral. The plan was the patient was admitted to the intensive care unit (ICU) with narcan drip. The pump nurse called in and decreased her from 0.3499 mg/day to 0.048 mg/day. Per a doctor, the patient was placed on the lowest possible maintenance dose. No attempts had been made for her prn dose. The prn dose was turned down from ¿0.0499 mg q12 to 0.0001 mg q12¿. The patient was made nothing by dose (npo) as well. Shunt series were obtained in the ER. The patient was already improving once in the ICU. The patient was awake and alert, answering questions, and following commands after narcan was initiated and pump turned down. A manufacturer representative drove to the managing physician¿s office that day and reviewed pump telemetry. The pump was filled on tuesday of that week, and it appeared everything was programmed correctly. The representative would attach the telemetry to the end of the report. The issue was resolved at the time of report. Surgical intervention did not occur, nor was it planned. The patient status at the time of report was alive ¿ no injury. No further patient complications were reported. Pump event logs provided by the representative showed that when the pump was examined on (B)(6) 2017 the estimated early replacement indicator was 13 months. The catheter tip location was c7. Patient medical history included a ventriculoperitoneal (vp) shunt, nerve stimulator, and cerebral palsy.